Manufacturer narrative:
Pending investigation.

Event description:
As reported, the initial surgery was done in 2012. On an unknown date the full revision was done. No other information provided. Related to 1038671-2022-01494 (poly swap).

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported.